Manufacturer narrative:
Additional information for this event is not available as yet. In troubleshooting, connector was cleaned and the cables checked, numerous scopes were plugged in and the issue was not duplicated. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device did not recognize the scope. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record were not available. The device reported issue was that it did not recognize the scope. In troubleshooting, connector was cleaned and the cables checked, numerous scopes were plugged in and the issue was not duplicated. It is possible that the endoscope detection did not work because the user connected to this device when the electrical contacts of the video connector were not dried sufficiently. Alternatively, as approximately six years have passed since manufacture of this product, it is also possible that the endoscope detection did not work because the deterioration of the contacts occurred due to frequency of use and the connection between the endoscope and the video processor became unstable if this product was used frequently. The instructions for use includes the following statements which can avoid the issue: precautions for connection of the video connector make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Precautions for connection of the cable properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.